Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A healthcare professional (hcp) reported via manufacturer representative that during an endoscopic dacryocystorhinostomy, the bur broke after one minute, preventing the bur to rotate. There were no broken pieces remain inside the patient's body. The procedure was completed with backup product(s). There was no patient impact and infection.